Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type catheter, product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider provided the initial reporter. The patient's weight was unknown.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type catheter, product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the catheter was not nicked. The tubing was very superficial and dissected during incision. Prior repair sleeve was also identified and not in appropriate position and small dent in proximal tubing. It was noted the lacerated tubing was utilizing sleeves and "illegible" to make inner connectors. Ties were applied over tubes and connectors. No fluid was seen once repair was complete. Two kits were supplied by manufacture to have two connectors. The patient's weight was (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-feb-2014, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient was having a back surgery unrelated to the pump and during the procedure the doctor nicked the catheter. The caller was in middle of the case and wanted to know what repair kits will fix the broken catheter. Ts reviewed and troubleshooting resolved the issue. Caller had to disconnect.